Event description:
As reported, the tip of two 6f¿12f mynx control venous vascular closure devices (vcd) where the sealant is stored was cracked prior to use in the packaging. Both devices had the sealant exposed prior to anything entering the body. There was no reported patient injury. No patients were involved in this issue. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.